Event description:
When the patient turned the stimulator on, the patient experienced a shocking or jolting sensation. The patient stated that it "felt like I was being electrocuted; I dropped on the floor". The patient felt the sensation from "the sternum down to his legs, like he pulled some muscle, causing his stomach to stretch, which is causing bowel movement issues". There was no known accident or incident related to the event. The patient was at home. The patient was encouraged to contact his healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). "Bowel movement issues".